Event description:
It was reported there was difficulty with blood pressure readings on dpts with an arterial line. Nurses sometimes cannot get a good waveform. When a good waveform is obtained, the blood pressure is often not acceptable. An example shared by nurse is 36 over 33, 32. The patients manual pressure do not match the pressure reading displayed. No allegations of patient injury reported. Date of event and total quantity unknown.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.